Event description:
It was reported that the device reached recommended replacement time less than 5 years post implant and within the device warranty period. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated was as time of recommended replacement time in save to disk occurred on (B)(6) 2012 device rrt <=2.62 volt. The weekly battery voltage trend data shows minimum battery was 2.64 to 2.61 volts between (B)(6) 2012 and (B)(6) 2012. Three patient alerts for low battery voltage between (B)(6) 2012 02:15:03 and (B)(6) 2012 02:15:03.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.